Event description:
Customer alleged blood glucose results of 270 mg/dl and 138 mg/dl when testing was performed within 2 mins on the active s system. Customer reported having no symptoms and did not treat/act based on results. No adverse event was reported in connection with the discrepancy. A request was made for the return of the suspect device and replacement product was sent.